Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn 59042964 has been completed. The reported problem (damaged cables/exposed wires) has been confirmed. Upon investigation, the cable connecting ECG "a", ECG "b" and the front te was pulled from the strain relief, damaging the j703 and p703 cable connectors at the distribution node pca. Additionally, the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging the pulse wire solder connection in the distribution node. The root cause for the strained cables was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt had damaged cables with exposed wires.